Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit will not be returned for an evaluation. The patient was smoking while using the concentrator. The user manual contains warnings to not smoke while using the device.

Event description:
On september 15, 2022, caire was notified of the below incident by alehos: the patient smoked with the cannula directly connected to the concentrator. The patient burned his nostrils. The cannula caught fire, but it did not affect the concentrator. The patient has the correct instructions for use. There is no additional information about the patient.